Event description:
The hosp reported that during a coronary artery bypass procedure, 4 hs iii proximal seal system 3.8mm heart strings malfunctioned while trying to load heart string loader. The 5th heart string worked correctly and the procedure was completed. The hosp did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal complaint number - catsweb# (B)(4).

Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical use were observed. Blood was not observed in the delivery tube. The slide lock was engaged. The plunger was not depressed on the delivery device. The seal was deformed at the outer coil starting in the delivery tube. The seal was flared slightly at the distal tip and was partially loaded in the delivery tube. The tension spring and anchor remained inside the delivery tube. No blood was observed in the delivery tube. The delivery device was removed from the loader to measure the tube. The following measurements were taken: the inner delivery tube diameter, outer delivery tube diameter and the length of the delivery tube. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was confirmed. The root cause is undetermined because the event occurred during the use of the device and the procedural operation is unavailable for our review. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).